Manufacturer narrative:
This supplemental report is being submitted to provide additional information. When an engineer at the olympus repair center installed a new converter with serial number (B)(6) on the device while repairing the device, the xenon lamp did not light up, but when the test converter was installed, the lamp lit up normally. The converter with serial number (B)(6) was sent to olympus trading (shanghai) limited (osh) for further inspection. As a result of the inspection by osh, the following was confirmed. -when the converter with serial number (B)(6) was attached to the light source clv-s190 and the device was turned on, the xenon lamp did not light up, but the emergency lamp indicator on the front panel did. -when the test converter was attached to the test device, the xenon lamp lit up normally. -the appearance of the converter with serial number (B)(6) was good. The emergency lamp may have lit up because the igniter has failed due to a failure of some elements of the converter. -the converter with serial number (B)(6) was sent to olympus medical systems corp. (Omsc) due to possible quality issues. The exact cause of the reported event could not be conclusively determined. However, based on the following investigation results, the reported event may have been caused by the power supply unit and igniter. -from the information provided, omsc confirmed that the power supply unit and igniter were out of order. -there was no abnormality in the appearance of the converter. -the reported event was reproduced. -omsc confirmed from the device manufacturing history that the device was a product that conformed to the specifications. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus repair center. According to the information provided by olympus (B)(4), the device has not been repaired in the last year. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus repair center and found that the xenon lamp went off automatically due to a defect in the power supply unit. In addition, the xenon lamp sometimes did not light due to a defect in the igniter. There was no report of patient injury associated with the event.